Event description:
Olympus was informed that during a laparoscopic cholecystectomy, the user's heard a popping noise and the image was lost. The procedure was completed with the use of another light source. There was no report of any pt harm.

Manufacturer narrative:
The referenced device was returned to olympus for eval. The eval confirmed user's report. The eval found the power supply unit in the device was broken. Olympus checked with the supplier of the power supply unit that there was no irregularity in production of the power supply unit. Olympus also checked the MFR history of the subject device, there was no irregularity found. The cause of the broken power supply unit could not be conclusively determined. However applying excess voltage to the power supply unit can not be ruled out as a contributory factor. This report is being submitted as a medical device report in an abundance of caution.